Event description:
Information was received from the consumer via a family/friend who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient had back surgery on the day of the call and now the stimulation was going off on her. It was stated that the stimulator was not turn off before the surgery. The patient reported hurting real bad and they did not have the patient programmer or the recharger with them to turn off the stimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.